Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to poor contact of the imaging cable. The wrinkles in the imaging cable most likely occurred due to strong stress such as some kind of impact or fanning acted on the curved part. The device was evaluated where no abnormalities were found that could have caused or contributed to the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time.supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, during a therapeutic laparoscopic procedure, the device image disappeared when the device was at an angle. The image reappeared when the device was straightened. The procedure was completed using the same device without operating the angle of the device. There is no harm or adverse impact to the patient.